Event description:
On (B) (6), the sales rep reported that the locking set screw was missing from the speedlink. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event did not occur in surgery. Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending upon the return of the product.